Manufacturer narrative:
(B)(4). Date sent: 11/13/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the unk procedure, could not fire and then after installed reload closed the jaw, but could not open the jaw anymore. As the tissue was cut off, removed the device from the patient through tissue gap. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.